Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a 2008t machine tore the bloodline tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The patient's estimated blood loss (ebl) was not provided. It was reported that the patient did not experience any adverse effects. The patient completed treatment after being transferred to a different machine. The biomed reported that the rotor sleeve covering the pin is deformed and slipping off which is causing the pinching and tearing of the bloodline tubing. The biomed confirmed that the machine has approximately 3,200 hours and is the original fresenius part on the machine. The biomed was advised to replace the blood pump rotor assembly. The biomed confirmed the part is available and was advised by fresenius technical services to return the part via return goods authorization (rga) to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Correction: h6 (medical device problem code)

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a 2008t machine tore the bloodline tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The patient's estimated blood loss (ebl) was not provided. It was reported that the patient did not experience any adverse effects. The patient completed treatment after being transferred to a different machine. The biomed reported that the rotor sleeve covering the pin is deformed and slipping off which is causing the pinching and tearing of the bloodline tubing. The biomed confirmed that the machine has approximately 3,200 hours and is the original fresenius part on the machine. The biomed was advised to replace the blood pump rotor assembly. The biomed confirmed the part is available and was advised by fresenius technical services to return the part via return goods authorization (rga) to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
H3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. One of the back guide sheaves (sleeve) appeared to be deformed and loose. The sleeve can be easily removed from the guide pin. There are no discrepancies with the other three guide pins and sleeves. The rotor cover was also found to be damaged (cracked). Machine serial number (B)(6) is written on the received rotor, which differs from the complaint serial number (B)(6). The sample was installed (in as-received condition) onto a blood pump module of a test machine for testing. The rotor was tested with fresenius¿s combiset bloodline and warm water. The blood pump was operated at 400/min. The damaged sleeve slipped approximately halfway out from the guide pin, rubbing against the rim of the rotor housing, creating a ¿knocking¿ sound. The sleeve did not fully dislodge from the guide pin. The returned rotor did not puncture the bloodline and no leaks occurred during testing. The deformed sleeve was also found to be cracked after testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported problem was confirmed as the investigation determined that the sample experienced a mechanical failure, causing the sleeve to be loose and rub against the rim of the rotor housing, damaging the sleeve.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a 2008t machine tore the bloodline tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The patient's estimated blood loss (ebl) was not provided. It was reported that the patient did not experience any adverse effects. The patient completed treatment after being transferred to a different machine. The biomed reported that the rotor sleeve covering the pin is deformed and slipping off which is causing the pinching and tearing of the bloodline tubing. The biomed confirmed that the machine has approximately 3,200 hours and is the original fresenius part on the machine. The biomed was advised to replace the blood pump rotor assembly. The biomed confirmed the part is available and was advised by fresenius technical services to return the part via return goods authorization (rga) to the manufacturer for physical evaluation. Additional information was requested however a response was not received.